Manufacturer narrative:
The carefusion failure analysis technician evaluated the pcba and found that the connector j6 was detached from the board and exhalation pressure transducer pt801 is damaged. The board was damaged and thus cannot be fully tested. Examined vela main pcba coldfire and found that turbine transducer pt800 failed at 0.0 cmh2o, exhalation pressure transducer pt801 is damaged and failed at 0.0 cmh2o and exhalation flow transducer pt802 passed. However, the events log contains transducer pt802 pressure at zero (2,0,xxxx) failures which, indicates that this transducer is unstable. Duplicated, transducer fault occurred complaint allegation. This issue is addressed in an internal correction.

Event description:
The customer reported that while in patient use the ventilator gave a transducer fault with audible alarm. The volume monitored readings were high. Patient transferred to a different ventilator, no patient harm.

Manufacturer narrative:
The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.